Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced discrepancy between sensor glucose and blood glucose and sensor updating. Customer's parent reported loss of consciousness due to low blood glucose caused by sensor glucose and blood glucose. Customer's sensor glucose value was 260 mg/dl while blood glucose value was 30 mg/dl. Customer treated low glucose by glucose intake. Customer's parent also reported bent cannula. Customer reported they were not hospitalized. Nature of treatment treated by physician at the mall where incident occurred. Customer had been using insulin pump system within 48 hours of reported low bg event. Customer reports auto mode smartguard was automatically delivering insulin at the time of low bg event. The customer reported no adverse event. The event involved product(s) mmt-7040c1. No product return is expected for mmt-7040c1.